Event description:
The sales rep reported on behalf of the facility a colleague infusion pump which had failed to alarm during pt use. No pt injury or medical intervention was associated with this event. No additional info is available.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional info becomes available.